Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced recurring incontinence and urethral atrophy. The cause of the incontinence was attributed to an oversized cuff. A surgical procedure was performed to remove and replace the aus. The cuff was downsized from 4.5 cm to 4.0 cm. No further patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 72400024. Serial number: n/a . Batch/lot number: 1100409426. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404127. Serial number: n/a . Batch/lot number: 1100405282. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4).